Event description:
Pulse oximeter was placed on pt's left thumb during emergency open heart surgery. When the device was removed after procedure, thumb was blue and swollen. Pt is now experiencing devascularization of digit and uncertain circulation outcome.